Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that the patient had a blood glucose (bg) in the 460smg/dl with extreme drowsiness and small ketones. Phone advice was given and the patient was treated with insulin via pump and insulin via injection. Customer support (cs) completed troubleshooting and the call service alarm issue occurred once. This complaint is being reported because the patient experienced hyperglycemia while on insulin pump therapy.